Manufacturer narrative:
The bhcg sample was collected in a greiner lihep plasma tube and centrifuged for 8 minutes on the automation line. Per the customer, bhcg qc was within the customer's established ranges prior to and after the event. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. Although pre-analytical factors may be a contributing factor, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erratic beta - human chorionic gonadotropin (bhcg) results in different gestational age categories for one patient that were generated by the unicel dxi 800 access immunoassay system. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.